Manufacturer narrative:
One 5.5 footprint ultra pk suture anchor inserter was returned for evaluation. Visual assessment of the inserter showed no damage. Functional inspection of the torque limiter confirmed it advanced the inner shaft as intended. Without the return of the anchor, the reported complaint of the anchor not locking cannot be confirmed. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the footprint ultra pk sa 5.5 did not stay locked. Operator removed the anchor and used a back-up footprint ultra pk sa 5.5 anchor. The operation was completed successfully. An additional bone hole was drilled as a result. A five minute delay was noted and the patient's bone quality was described as soft. No patient injury was reported.